Event description:
Patient was treated with radiofrequency (rf) ablation of hepatocellular carcinoma (hcc)/liver tumor in 2001 in a surgical approach. Patient did not recover well from the procedure and CT images taken a few days later showed full-thickness damage to the colon. Performed colostomy but patient never recovered and died of progressive liver failure due to the disease exacerbated by the procedures and the perforation.